Event description:
Post placement of an acumed 4.5 olecranon threaded compression rod, post operative radiographs shown that the fracture had become distracted and the head of the olecranon rod had backed out of the bone. The surgeon removed the olecranon rod and implanted a plate to provide fixation of the fracture.